Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. They were unable to verify the weak battery alarm due to the button error alarm. There was no moisture damage found inside the pump noted. There was no blank display during testing. There was no damage found on the c13/lcd isolation tape noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting a button error alarm on the insulin pump. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer stated that she just got home from the beach and had some snacks. Customer stated that she met with a trainer who informed her to calibrate her continuous monitoring glucose system. Customer received the alarm while trying to calibrate her pump. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.